Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three instruments did not function properly during the case. Instruments would not load into the excel t-handle. The straight trial handle (mod endo) would not snap into the trial heads. The 52 head trial would not accept a trial spacer. It would not sit flush into the head. No surgical delay.

Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.